Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving a patient notification for post-sensed t-wave oversensing. The alert was reset and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.